Event description:
Report received of an independent rate change. The pump was returned from clinical service with an unsigned note that stated "malfunction - unit changed to 75ml/hr and not programmed to". The solution infusing and the expected infusion rate were not specified. There was no tracking information (patient, nurse, location) available. There was no reported adverse patient event. Though requested, there was no further information available.